Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.